Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of erosion and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed on an unspecified date due to an erosion, caused by a catheter placement by a different physician. The erosion was located in the urethra and was diagnosed through a cystoscopy. The explanted aus was fully functional at the time of removal. During the recovery period, the patient had no urinary control. Therefore, a new aus was further re-implanted. There were no patient complications during the re-implant procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed due to erosion. A new aus was further re-implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.